Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etew2424c82ej, serial/lot #: (B)(4), ubd: 19-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts were implanted in the patient for the endovascular treatment of a 68mm aaa, it was reported the patient had a severe flexion neck anatomy. During the procedure it was reported the endurant iliac extensions were implanted without issue but when the non-mdt stent was to be implanted it could not pass through the flexion of the aortic neck, it was reported the patients' blood pressure dropped and aaa rupture noted while applying force to the non-mdt device which was then able to be deployed. The evar procedure was then completed and the patient was returned to ICU once their blood pressure reached a drug controllable level. It was reported the patients coagulation ability had collapsed and they experienced abdominal compartment syndrome. The patient expired the following day. Per the physician the cause of the event was patient vessel morphology due to the strong flexion of the neck making it difficult to pass the device. No additional clinical sequalae were reported and the patient has expired.